Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery, surgeon noticed that a burr tip of blade. The surgery was resumed and completed after replacing the product with another one. No patient harm was reported.

Manufacturer narrative:
Received one opened, c & c cannula, in a bag was received for the report of a burr tip during surgery. Sample was visually inspected and found to be nonconforming, tip of the cannula is dubbed/bent. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The returned sample is visually nonconforming with the tip of the cannula bent, which could have been perceived as a burr. How and when the tip of the cannula became bent could not be determined and a root cause could not be determined. The exact root cause for the damaged cannula sample is unknown, therefore specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators. Any nonconformance, such as the damaged tip exhibited on the returned opened sample is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).